Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately detected a sinus tachycardia (st) with wide complex as a ventricular tachycardia (vt) and delivered shock therapies to the patient. The device continues to be monitored and remains in use. No further patient complications have been reported as a result of this event.